Event description:
The affiliate stated the customer reported approximately three milliliters of diluent and blood fluid leaked from the front of the instrument and onto the counter involving the coulter lh 780 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) re-attached the stabilyse line to the mix chamber to correct the loss of differential parameters (non-numeric results). The fse adjusted the lyse diluent timing for improved flagging. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the disconnected stabilyse line is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).